Event description:
Reporter stated customer obtained a result of 119 mg/dl on the mobile system. The customer had hypoglycemic symptoms at the time of this result. Customer was pale and couldn't talk. Customer fell from the chair; he did not faint and was not unconscious. Customer's teacher gave him chocolate cake and customer felt better. Approximately 20-30 minutes later, customer received a result of 42 mg/dl on his mobile system. No adverse event due to the device reported. Customer is currently fine. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.